Manufacturer narrative:
Instrument data was provided by the customer for calibration, qc and patient results and reviewed by the qa investigator. The qc prior to the event was running within 2sd for all assays in question for these samples. One patient had erroneously low results for glu, tbil and dbil. The other patient was low for glu. One patient had low results for glu and tbil. All on the cartridge assay side of the analyzer. The field service engineer (fse) was dispatched and found a puddle of fluid on the cover to the reaction wheel under the cc sample probe on the cartridge side of the analyzer. Service replaced the collar wash valve p/n (B)(4) and incidentally replaced the cc sample probe. Ran 20 rep precision run for glu and tbil with passing results. Ran pvt5 carryover test on reagent probes and cc sample probe with passing results. Service performed all alignments and verified wash station operation. Upon recur, failure of the collar wash valve could cause any or all assays to fail including critical assays such as the glucose (glu) assay. Note: a second medwatch form (2050012-2013-00745) was completed to account for the second day. (B)(4).

Event description:
Customer claims she got erroneous patient results on two patients over 2 days on the cartridge side of the dxc600i. She stated the issue was with cartridge chemistry glucose on (B)(6) 2013: original result was 38, repeat 94. The next day she had a different patient give a cartridge glucose result of 42, repeat was 129. The same patient also had erroneous total bilirubin result: initial result 0.6, repeat 1.3; direct bilirubin initial result was 0.2, repeat 0.6. The customer stated daily and weekly maintenance was performed after erroneous glucose results the day before. She stated samples were ok with no fibrin. It was verified with the customer that there was no effect to patient treatment.